Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, c-34 error occurred on vio dv integrated electrosurgical unit (iesu) when firing monopolar energy. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed error c-34 in the logs pointing to the iesu failure. Tse informed site that monopolar energy was no longer available on iesu. Site used a third-party generator for monopolar energy activation. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and replicated. During power-on test, the error "c-34" was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the iesu.

Event description:
Refer to h11 for follow-up information.